Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change the right ventricular (rv) lead was pulled back with no slack and exhibited no capture and variability in thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.